Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; ubd: 12-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 55 mcg/ml of sufentanil, 1300 mcg/ml of clonidine, 10 mg/ml of bupivacaine and 72 mcg/ml of baclofen at 45.008 mcg/day, 1063.8 mcg/day, 8.183 mg/day, and 58.920 mcg/day, respectively, via an implantable pump for spinal pain. It was reported the patient had withdrawal symptoms and had to go to the emergency room on (B)(6) 2019. The hcp checked the pump logs and there seemed to be no anomalies. The hcp reported they think the catheter may be kinked. The hcp stated they planned to have the patient go into surgery on (B)(6) 2019. It was indicated that a single bolus was performed on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the patient started noticing withdrawal like symptoms last week sometime. The patient went to the emergency room. The healthcare provider (hcp) tried to perform a side port aspirate, but was unsuccessful on two attempts. The hcp repositioned the patient into a flexed position and was able to aspirate. The hcp looked back at the patient¿s charted notes and saw that the nurse had pulled out more drug then expected at the last few refills. The amounts were unknown. They decided to replace the pump and catheter on (B)(6) 2019. It was noted the issue was resolved. It was noted the pump and catheter were going to be returned to the manufacture.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8780 (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2019 product type catheter . Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to the shaft bearing. Analysis of the catheter revealed a compressed area of the catheter body. If information is provided in the future, a supplemental report will be issued.